Manufacturer narrative:
H.6. Results code 1 updated. H.6. Conclusions code 1 updated. H.6. Conclusions code 2 added. H.6. Conclusions code 2: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, incomplete component deployment.

Manufacturer narrative:
Method code 2: code: the device remains implanted, and the delivery catheter was discarded at the facility. An analysis of relevant data was performed in view of supporting the identification of possible causes for the adverse event. Results code 2: code: the engineering evaluation showed the following: the device in the complaint was not returned for evaluation. Additional information from the case was requested including: other devices used in the procedure; aortic neck angulation; device placement location; introducer sheath size. No "off" indication use was reported. Because the device was not returned for evaluation, the physician¿s observation could not be confirmed. The cause for the deployment difficulties could not be determined from the currently available information.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that an aortic extender component was deployed inside of an rlt311415j trunk-ipsilateral leg component. An 18fr gore® dryseal flex introducer sheath was used to advance the aortic extender component. It was noted that the proximal aortic neck angle was =60°. The aortic extender device was reportedly placed right below the patient's left renal artery. While deploying the aortic extender component, it was reported that the physician felt a strong resistance. The deployment line reportedly became stuck, leaving a portion of the device constrained. It was reported that the guidewire was exchanged for a stiff guidewire in order to use a balloon catheter in an attempt to deploy the remainder of the device. While advancing the stiff guidewire, the tip of the guidewire contacted the leading olive of the device, and the resistance was resolved. The aortic extender component was deployed fully. It was reported that, as there was no resistance initially, but a strong resistance was felt when the most proximal portion of the device was deployed, and as no resistance was felt after the tip of the stiff guidewire contacted the leading olive, it was suspected that the proximal stent apex may have become wedged inside the distal aspect of the leading olive. The procedure was completed with no further reported issues. The patient tolerated the procedure.